Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow. This was discovered during use. The following information was provided by the initial reporter: material no. 320122 batch no. 8354700. It was reported that during priming and injection there was no insulin flow. Experienced pain, bruising, and bleeding from pushing really hard on injection site. This pr 1215186 records issues of clog, npi (pain), and harm (bruising/bleeding) on occurrence date of (B)(6) 2019. Consumer reported when priming and injecting, no insulin flowed. Stated, she takes one injection per day in the evening. Stated, she would still try to use the pen needle that did not prime, pushing really hard on the injection spot, causing pain and bruising. Stated, she saw a little blood once on injection site from pushing really hard in injection area. Not sure which day she saw the blood out of the 3 days reported. 10 pen needles affected. Did not see a doctor. Stated, she was not able to get her insulin over the weekend and she was able to control blood sugar levels by her diet.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow. This was discovered during use. The following information was provided by the initial reporter: material no. 320122 batch no. 8354700. It was reported that during priming and injection there was no insulin flow. Experienced pain, bruising, and bleeding from pushing really hard on injection site. This pr 1215186 records issues of clog, npi (pain), and harm (bruising/bleeding) on occurrence date of (B)(6) 2019. Consumer reported when priming and injecting, no insulin flowed. Stated, she takes one injection per day in the evening. Stated, she would still try to use the pen needle that did not prime, pushing really hard on the injection spot, causing pain and bruising. Stated, she saw a little blood once on injection site from pushing really hard in injection area. Not sure which day she saw the blood out of the 3 days reported. 10 pen needles affected. Did not see a doctor. Stated, she was not able to get her insulin over the weekend and she was able to control blood sugar levels by her diet.